Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the port of connection to the hemostatic valve of the sheath was broken. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.